Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Swelling in the injected knee [joint swelling]. Knee effusion [joint effusion]. Pain in the injected knee [arthralgia]. Case description: spontaneous report received on 29-apr-2008 from a physician via a sales representative regarding a male pt, initials and age unk. The pt received synvisc injections in his left knee in 2008. After the second injection, the pt reported to the physician that he had pain and swelling in the injected knee. The physician did not give the third injection. As of the date of receipt of this report, the pt's outcome was unk. The qa investigation summary was received the day of first injection. The production and quality control documentation for lot number p0803, expiration date 01/2011 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Add'l info was received from the physician on 09-may-2008 regarding a male pt. The pt had a medical history of severe osteoarthritis with prior knee effusion, joint narrowing, and osteophytes. The pt was previously treated with nsaids and steroids. Prior to both synvisc injections, the physician removed 1ml of fluid from the left knee. The physician reported that the events of pain and swelling in the injected knee began the month prior, and resolved six days later. To treat the knee swelling, 4ml of fluid was aspirated from the knee and a cortisone injection was given another six days later. The physician assessed the relationship of the events to synvisc as probably related. As of the date of receipt of this report, the pt had recovered.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot number p0803, expiration date 01/2011 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.